Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Event description:
It was reported that the patient received possible inappropriate shocks from the right ventricular (rv) lead. Impedance was high, and rv lead fracture was suspected. The patient was admitted to the hospital and all therapies were turned off to avoid further shocks. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.